Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer's nurse coordinator (nc). The rse confirmed with the nc that it is only the yellow heart rate alarm that is not consistently alarming when the patient goes above 120. The rse explained there is a 3-minute time out period that when the yellow heart rate (hr) alarm goes off the same alarm of equal or less value does not alarm again until that timeout period has expired. The nc stated that appears to be what is happening. Based on the results of the analysis, the product was confirmed to be operating per specifications, and the cause of the reported problem was the configuration. The rse recommended they contact the physician and determine if they need to adjust the high hr limit to reduce alarm fatigue if they are not treating the patient for this high hr, so they do not miss an alarm. The rse also advised the nc that the red alarm for hr does not have a timeout period. It will ring when it passes the 140 for tachy.

Event description:
It was reported that the monitor is not alarming when the heart rate (hr) goes above the 120. The device was in use on a patient at the time of the event. There was no adverse event reported.